Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending data for the architect intact pth (ln 8k25) was performed and no trends were identified. The historical performance of reagent lot 02920e000 was evaluated using world wide data from abbottlink for the routine assay. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02920e000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 02920e000. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no systemic issue or deficiency of the architect intact pth for lot number 02920e000 was identified.

Event description:
The customer reported a falsely elevated architect intact pth result on a patient. Results provided: 127 pg/ml (reference range: 15-68.3 pg/ml), patient was re-tested at another laboratory: result was in the normal range. No impact to patient management was reported.